Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure wherein all device components were removed and not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7097148/7098102.